Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the event by checking the error log, but was unable to duplicate the complaint. Inspection of the device revealed that all alignments were good. Next, the customer ran quality control (qc) and patient samples to validate the device. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The g8 operator's manual under chapter 5- maintenance procedures, was reviewed. The g8 operator's manual indicates that: 5.10 sampling needle replacement: replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event is unknown.

Event description:
It was reported that the customer experienced alignment issues with their g8 analyzer. The customer stated that sampling needle assembly was piercing the side of the tube. When technical support (ts) instructed the customer to inspect the sampling needle assembly, the customer stated that it appeared to be bent. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.